Manufacturer narrative:
Product ID 3889-33, lot# va1211p, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. The hcp said the cause of the lead issue was "generator placed medically and uncomfortable". The lead issue was identified on (B)(6) 2018 during an office visit and it was recommended to replace the lead which occurred in the operating room (or) on (B)(6) 2018. The hcp also noted that ins and lead will not be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1211p, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1211p, ubd: 24-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said the ins was replaced because the lead came loose. No patient symptoms were reported and no further complications have been reported as a result of this event.